Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to say when the meter started to read inaccurately high. He claimed that on an unknown date and time, he was feeling "tired and shaking". He reported that he tested his blood glucose level on the subject meter and obtained an alleged inaccurately high result of "109 mg/dl". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient was unable or unwilling to say whether he received any treatment for his symptoms. During troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure and his test strips had been stored correctly and were within expiry date. The patient was unable or unwilling to walk through a control solution test. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: although the patient's reported symptoms began prior to the start of the alleged issue with the meter, it cannot be ruled out with all certainty that the meter may have been reading inaccurately high prior to this time, causing the patient to over-medicate, resulting in the hypoglycemic symptoms he reported.